Event description:
(B)(4). I was implanted with a medical device implant called essure on (B)(6) 2014. This medical device implant is now manufactured by bayer, formally by conceptus inc. My lot number is b59463 my model number is ess305. The onset of my complaint started on (B)(6) 2014. The doctor had a hard time implanting the device. After, I was implanted with the devices. I felt immediately different. I had extreme dizziness, headaches, and cramping. This is a list of my side effects and symptoms that I have experienced due to essure. Dizziness, headaches, hair loss, joint pain, cramping, and constant pain in my uterus. I have been seen by my doctor. Dr. (B)(6). I have been diagnosed with the following conditions: essure failure. The essure device punctured my left fallopian tube. It was during surgery that it was found attached to the outside of my uterus. I have had the following surgeries due to essure: I had my bilateral salpingectomy to remove my fallopian tubes and to remove the essure implants. The device is still inside of me/ or has been removed: the device was removed on (B)(6) 2014. The device was/was not returned to the manufacturer the device is in my possession.

Event description:
(B)(4). The device was not returned to the manufacturer. I have possession of my essure coils.